Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. It was also noted that bolus infusions have been cancelled without user input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there was no visible damage to the keypad. The up & down buttons had an intermittent response. The ok & contrast buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.